Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal sufentanil and baclofen (concentrations and doses unknown) via an implantable infusion pump. Indication for pump use was non-malignant pain. Patient history included a major spinal cord injury and his legs no longer worked. The patient was currently located in a nursing home. The patient¿s pump refill date was (B)(6) 2016; however, the patient did not have a healthcare provider (hcp) to fill the pump. The nursing home was supposed to set up the appointment but when the patient got there, the office had no record of the appointment. The patient¿s managing hcp was opening a new office but it would not be open until (B)(6) 2016. The patient experienced withdrawal symptoms ¿the last 2-3 days¿ and the onset was sudden. The emergency room (ER) hcps reported the pump ¿went wacko for a little while¿ but the pump was not actually checked. No alarms were heard and nothing was done to the pump. The ER assumed it was the pump causing the issue but no one actually read the pump and the symptoms went away. Additional information was requested regarding diagnostics performed, actions/interventions taken, the cause of the symptoms, and resolution of the event. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.